Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. After a non-bsc guide wire was crossed, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the tip is damaged and there is a pinhole in the guidewire lumen 34cm from the tip. There is blood present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities. It is likely that the guidewire used in the procedure scratched the guidewire lumen and created the pinhole.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. After a non-bsc guide wire was crossed, a 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.